Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 88mg/dl, 181mg/dl. Tests were done within less than 10 minutes with a difference of 61% and "customer was comparing their 2 readings performed side by side but using the same finger". Patient did not experience any adverse events. No further information has been reported.